Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: no relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event. Syringe pawl deformation was identified as a failure mode during verification testing. Conclusion: the plausible root cause the material of the syringe pawls is softer than the syringe plunger threads which results in deformation.

Event description:
Cage only expanded on one side. As surgeon was turning plunger/syringe, the pressure gauge would go up, but deflate and lose all pressure. We could never reach the yellow or magenta portion of the pressure gauge.

Event description:
Cage only expanded on one side. As surgeon was turning plunger/syringe, the pressure gauge would go up, but deflate and lose all pressure. We could never reach the yellow or magenta portion of the pressure gauge.